Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported charging difficulty with the evoke closed loop stimulator (cls). The physician noted the patient¿s higher bmi and location of the cls contributed to the reported event. A revision procedure was performed, and the cls was repositioned to resolve the reported event.